Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a kink was identified 4 cm from the distal tip, which is distal to the transition point. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Connect the catheter to the corresponding cable connector. Connect the cable to the correct electronic equipment for recording and/or sensing. Observe polarity of proximally located connector pins of the interface cable when connecting to the electronic equipment. Isolate any unused connector pins to reduce development of accidental current pathways to the heart. Follow a suitable electrophysiology study protocol. Do not autoclave catheter. Do not use for electrical ablation. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Diagnostic ep catheters are not recommended for long term pacing. The reported event will be monitored through post-market surveillance.

Event description:
It was reported that during the case, the electrophysiology catheter became extremely bent and would not read properly. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.